Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2012, 6935m62 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high left ventricular (lv) lead thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.